Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission showing nonsustained right ventricular oversensing due to post paced t-wave oversensing noted on the implantable cardioverter defibrillator. The oversensing was noted on a stored electrogram. The patient did not receive therapy during the oversensing. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed. Recent transmissions did not show oversensing.